Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000615, lot/serial #: n/a. The manufacturer representative went to the site to test the imaging system. Mechanical checks and greasing were performed. The uninterruptible power supply (ups) batteries were replaced. The annual planned maintenance (pm) was performed. Dose measurements performed. Image quality checked. Navigation accuracy checked but failed on the right side. Navigation calibration and verification performed for 20cm field of view and 40cm field of view. Navigation calibration was also performed for 40cm field of view on the left side since it was close to 1mm but still within the limit. Backup performed and placed on the usb inside the mobile view station (mvs). System functions checked. Ok. 4

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a planned maintenance that the uninterruptible power supply (ups) batteries were replaced. No patient was present at the time of the event. During service they found that the accuracy was failing on the right tracker. The manufacturer representative noticed a patch of paint missing on the tracker so it seemed that the site had hit the tracker with something by accident. Therefore the accuracy was 1.467mm when performing the verification using the navigation calibration pegboard. After performing the navigation calibration for 20cm and 40cm field of view the issue was resolved. The left side was good and in range. However the 40cm had 1mm accuracy and the rep decided to perform the calibration and after calibration the accuracy was 0.349mm.